Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed the continuity resistance test. The sensor failed per specification. Found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was experiencing symptoms of vomiting and confusion. The customer was admitted to the hospital. The cause of hospitalization as per healthcare provider was diabetic ketoacidosis, virus or infection some sort possible an upper respiratory issue. The customer was treated with IV drip, fluids and insulin in IV, still in the hospital. The customer also reported via phone call that the insulin pump alarm lost sensor. Customer's blood glucose was unknown mg/dl. The customer found that the sensor is bent. The customer was advised to change sensor. The customer was advised that we would replaced the sensors as courtesy.